Event description:
It was reported that a large volume infusor experienced a leak from the connection between the filling port and the bladder. This event occurred while filling the device with an unspecified drug. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured from october 18, 2013 to october 19, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test revealed backflow at the filling port. The cause of the condition was determined to be a particle approximately 0.25 mm in size, trapped under the checkband. Fourier transform infrared spectroscopy testing identified the particle as acrylic material. The source of the particulate matter remains undetermined. A CAPA has been opened to address the issue. Should additional relevant information become available, a supplemental report will be submitted.